Event description:
It was reported that catheter (biosense webster thermocool smart touch d-f m# d132705, lot #17654322m) was used. The connecting cable was changed due to nose on electrogram, causing failure of catheter.